Manufacturer narrative:
According to the customer, she was using the device in her kitchen. When she turned around to reach for the device, it had moved due to the "brakes not working". The customer reported, this caused her to fall on her side and fracture her pelvis. Due to the fall, she reported she had to go to the hospital and a rehab center. The device was purchased in (B)(6) 2022 and is used daily. A sample was requested to be returned the evaluation. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Fall causing fracture.